Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Detail trace analysis confirmed power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance at the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, case cracked behind the pump at the corner of the belt clip rails, cracked battery tube threads, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a power system error and damage. The customer's current blood glucose level was unknown at the time of the incident. The customer reports the error recurring every 4 hours and a crack in the battery compartment. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.